Event description:
Customer called on (B)(4) 2012 reporting of a clear fluid leak dripping from under their beckman coulter lh 750 hematology analyzer. Customer was wearing personal protective equipment consisting of gloves and a lab coat and no injury or exposure was reported. Customer stated that no patient results were affected by the leak and therefore no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and saw the leak under the flowcell. Fse noted that the tubing at the bottom of the flowcell had come off and proceeded to replace the sample line, clean the vent line and photometer lens. Issue was resolved and instrument was verified per established procedures.

Manufacturer narrative:
(B)(4).